Event description:
The fax received from the field indicated that this pt experienced an sat nine days post cypher stent implant in the lad. This was treated with a re-pci and iabp insertion. This pt was admitted to the hosp with a chief complaint of chest pain and was ruled in for myocardial infarction (mi). The pt was currently taking glyburide, coreg, plavix, nitroglycerine, and quinopril. The pt was taken electively to the cardiac cath lab, where angiography revealed a de novo, 70% occluded, long, angulated, stenotic lesion in the mid left anterior descending artery (lad). A bolus of 15 mls units of angiomax was administered via IV, followed by an infusion @ 35ml/hour. Gp ib/llla inhibitors were not administered in conjunction with the angiomax. There were difficulties in accessing or wiring the vessel noted. A flow wire was used to determine the hemodynamic significance of the lesion (% ffr not recorded). Then a "marker" wire was used to cross the lesion. The mid-lad lesion was predilated with a 20mm balloon inflated to a maximum of 12 atms for 15 seconds. A 2.5 x 28mm cypher stent and a 2.5 x 15mm cypher stent were deployed in overlapping fashion to 11 atms for 15 seconds with satisfactory results. The stent was post-dilated with an 18mm balloon inflated to 15 atms for 15 seconds. Residual stenosis was reported to be 0% with no distal disease left untreated and no dissection noted. The pt was given a loading dose of 300 mg plavix before leaving the cath lab. The pt was discharged on the same pre-procedure medications with the addition of aspirin and lipitor. It is unk if they were compliant with their cardiac medication regimen; however, the pt does have a history of non-compliance. Nine days post cypher stent implant, the pt returned to the hosp due to chest pain and was ruled in for acute anterior wall mi with decreased left ventricular function. The pt was taken to the cath lab and an intra-aortic balloon pump (iabp) was inserted for left ventricular support. Repeat angiograph demonstrated a thrombotic occlusion of the previoulsy placed cypher stent in the mid-lad. This was treated re-intervention (pci). Post procedure, the pt was transferred to another facility to be evaluated for coronary bypass surgery (CABG) the outcome of that eval are not known.